Manufacturer narrative:
B5: per additional information, the quantity of impacted large volume folfusors was not specified. H10: one (1) actual device was received for evaluation. Visual inspection was performed which identified fluid inside a bag containing the device. The cause of leak inside the bag was found to be a detached non-baxter red luer cap. A functional leak test was performed by filling the device with green color water to the nominal volume. During fill, no evidence of leak was observed from the fill port. After fill, the cap was hand tightened and the device was monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The cause of the untightened luer cap could not be determined; however, a probable cause was use-related. The device was determined to be conforming product during functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that up to fifty (50) large volume folfusors leaked cytostatic drug at the filling ports. This occurred when the devices were unwrapped, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 10, 2023 ¿ february 14, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.